Event description:
Customer called to report a button error on her insulin pump and a hospitalization from low blood. Customer would go low while sleeping. Blood glucose reading was 32 mg/dl when the patient was at home, 40 mg/dl when the paramedics arrived and 120 mg/dl at the time of admission at the hospital. Current blood glucose reading is 120 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the volume accuracy tests. Corrosion was found on the keypad traces.